Event description:
During the first retrieval attempt, the retriever showed straightening and pulled through the thrombus. During the second retrieval attempt, the retreiver straightened during withdrawal twice. Each time the retreiver straightened, the physician advanced the microcatheter over the coils and redeployed the retriever. When the retriever was withdrawn the third time, the retriever fractured resulting in detachment of the distal tip using an in-time retrieval device and an alligator retrieval device but was unsuccessful in retrieving the detached distal tip. The physician then attempted to exchange microcatheters over an excelsior guidewire. A large perforation was noted in the pt's vessel and the pt subsequently expired. The physician believes that the perforation was caused by the guidewire.